Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states, the unit was used a year ago and they went to use it now and the barbed connector is broken.